Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The dislodgement was confirmed through x-ray. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory; complete lead was returned. Visual inspection done. No irregularities noted as the helix was extended. The allegation could not be confirmed as no irregularities noted at tip region of lead that could be contributed to dislodgment.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.